Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in impedance and amplitude measurements along with increased threshold measurements. It was determined the rv lead had resulted in a perforation which was verified through x-ray. As a result, a revision procedure was scheduled. Attempts to reposition the rv lead were unsuccessful due to helix extension/retraction difficulty. As a result, the rv lead was explanted and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.